Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Delivery issue: the cause of delivery issue is determined to be patient condition. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient presented for reperfusion caths and impella cp for unloading. Bilateral repo sheaths were placed with much difficulty accessing vessels but was eventually successful. Frequent chugging and suction on extracorporeal membrane oxygenation (ECMO) device during process with multiple implantable cardioverter-defibrillator shocks as patient would go into ventricular fibrillation but was shocked out of it. It is of note during this procedure that air was suspected to get into ECMO circuit, likely not from repo sheaths but from central line access. Upon trouble shooting the ECMO challenges, the physician proceeded to move forward with cp placement. Left groin was dilated up to 14fx13cm peel away sheath. J wire and pigtail were used to try and gain access to left ventricle but could not pass over the arch. It was quickly realized that the pigtail catheter was in a false lumen of a large aortic dissection that was thought to extend from bifurcation of illiacs to about aortic arch and that inserting the impella, femoral would not be an option. Dissection likely occurred during traumatic ECMO cannulation. It was later revealed there was no arch involvement. Decision was made to place patient on left atrial veno-arterial extracorporeal membrane oxygenation despite local team¿s advocation for alternative access for cp insertion. Cp insertion was aborted.